Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 by (B)(6) via a physician - local reference (B)(4). This case involves a female (age nos), treated with poly-l-lactic acid (sculptra) starting on (B)(6) (dosage, indication and batch nos) and during injection, light bleeding was occurred. On (B)(6) 2012, a couple of days after injection, the pt experienced application site inflammation. Corrective treatment included antibiotics (not specified). Significant/relevant medical history includes - not reported. Relevant concomitant medications include - not reported. Action taken: unk. Corrective treatment - antibiotics (nos). Outcome - not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated. (B)(4).